Manufacturer narrative:
Please note that the following section was not reported on the initial MFR report and is being reported on this follow-up #01 MFR report. Patient sex..

Manufacturer narrative:
Results: the penumbra smart coil (smart coil) pusher assembly was kinked in multiple locations throughout its length. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned device revealed that it had offset coil winds near the proximal end of the embolization coil. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance during functional analysis. The smart coil could not be advanced through a demonstration microcatheter. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra devices mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left vertebral artery using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra guiding sheath in the left vertebral artery and then advanced a non-penumbra microcatheter with a non-penumbra guide wire towards the target aneurysm. Next, the physician placed two non-penumbra coils using the microcatheter. While attempting to advance a new smart coil through the same microcatheter, the physician experienced resistance inside the smart coil introducer sheath and was unable to advance the coil out of its introducer sheath and into the microcatheter. The introducer sheath containing the smart coil was then removed. Next, the physician soaked the smart coil in saline and visually inspected the coil. The physician did not find any visible abnormalities with the coil and decided to make another attempt to advance the coil through the microcatheter; however, the coil became stuck at the same position. Therefore, the smart coil was removed and the procedure continued using a new smart coil and the same microcatheter. In the end, the procedure was completed using a total of seven coils. There was no report of an adverse effect to the patient.